Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable pump. The patient felt like her anchor was sticking out, no symptoms were mentioned, no further complications were reported

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care professional indicated that there was no device/procedure issue in relation to patient¿s statement indicating that the anchor was sticking out. The butterfly connector was palpable on the spine, patient was very thin and had no fat along the spinal process. Troubleshooting was done; a physical exam was done, as an action/intervention, the patient was assured. The cause of anchor sticking out was lack of fat tissue on the spine. The patients weight at the time of the event was (B)(6). The issue had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.